Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation fallopian tubes'), device dislocation ('migration/coil embedded in colon'), genital haemorrhage ('bleeding: gen. Abnorm. Bleed') and colitis ulcerative ('autoimmune diagnosed ulcerative colitis') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 4. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("pain: pelvic"), abdominal pain ("pain abdominal"), dysmenorrhoea ("dysmenorrhea (cramping)"), colitis ulcerative (seriousness criterion medically significant), bladder disorder ("bladder/urinary problems/bladder bag busted"), urinary tract disorder ("bladder/urinary problems: vag. Infect"), vaginal infection ("bladder/urinary problems: vag. Infect"), alopecia ("other injuries/symptoms: hair loss"), migraine ("other injuries/symptoms: migraine"), headache ("other injuries/symptoms: headaches"), mood swings ("mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), bacterial vaginosis ("bacterial vaginosis"), ovarian cyst ("ovarian cysts"), libido decreased ("low libido"), endometriosis ("endometriosis"), abdominal pain lower ("lower abdominal pain"), abdominal pain upper ("stomach pain") and post procedural haemorrhage ("bleeding is from too much uterine tissue removed") and was found to have hormone level abnormal ("other injuries/symptoms: hormonal changes,") and weight increased ("other injuries/symptoms: weight gain"). The patient was treated with surgery ((B)(6) 2015: sapling. (Unilateral), additional surgeries hyst. (Partial),salping. (Unilateral), ablation and uterine tissue removed). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, device dislocation, genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea, colitis ulcerative, bladder disorder, urinary tract disorder, vaginal infection, mood swings, vaginal haemorrhage, menorrhagia, bacterial vaginosis, ovarian cyst, libido decreased, endometriosis, abdominal pain lower, abdominal pain upper and post procedural haemorrhage outcome was unknown and the alopecia, hormone level abnormal, migraine, headache and weight increased had resolved. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, alopecia, bacterial vaginosis, bladder disorder, colitis ulcerative, device dislocation, dysmenorrhoea, endometriosis, fallopian tube perforation, genital haemorrhage, headache, hormone level abnormal, libido decreased, menorrhagia, migraine, mood swings, ovarian cyst, pelvic pain, post procedural haemorrhage, urinary tract disorder, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: received treatment for autoimmune diagnosed ulcerative colitis, migration, perforation fallopian tubes. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2010: total bilateral occlusion. Imaging procedure - on (B)(6) 2010: test bilateral occlusion.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. Event added- post procedural haemorrhage. Medical history added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation fallopian tubes'), device dislocation ('migration/coil embedded in colon'), genital haemorrhage ('bleeding: gen. Abnorm. Bleed') and colitis ulcerative ('autoimmune diagnosed ulcerative colitis') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 4. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("pain: pelvic"), abdominal pain ("pain abdominal"), dysmenorrhoea ("dysmennorhea (cramping)"), colitis ulcerative (seriousness criterion medically significant), bladder disorder ("bladder/urinary problems/bladder bag busted"), urinary tract disorder ("bladder/urinary problems: vag. Infect"), vaginal infection ("bladder/urinary problems: vag. Infect"), alopecia ("other injuries/symptoms: hair loss"), migraine ("other injuries/symptoms: migraine"), headache ("other injuries/symptoms: headaches"), mood swings ("mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), bacterial vaginosis ("bacterial vaginosis"), ovarian cyst ("ovarian cysts"), libido decreased ("low libido"), endometriosis ("endometriosis"), abdominal pain lower ("lower abdominal pain"), abdominal pain upper ("stomach pain") and post procedural haemorrhage ("bleeding is from too much uterine tissue removed") and was found to have hormone level abnormal ("other injuries/symptoms: hormonal changes,") and weight increased ("other injuries/symptoms: weight gain"). The patient was treated with surgery ((B)(6) 2015: salping. (Unilateral), additional surgeries hyst. (Partial),salping. (Unilateral), ablation and uterine tissue removed). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, device dislocation, genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea, colitis ulcerative, bladder disorder, urinary tract disorder, vaginal infection, mood swings, vaginal haemorrhage, menorrhagia, bacterial vaginosis, ovarian cyst, libido decreased, endometriosis, abdominal pain lower, abdominal pain upper and post procedural haemorrhage outcome was unknown and the alopecia, hormone level abnormal, migraine, headache and weight increased had resolved. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, alopecia, bacterial vaginosis, bladder disorder, colitis ulcerative, device dislocation, dysmenorrhoea, endometriosis, fallopian tube perforation, genital haemorrhage, headache, hormone level abnormal, libido decreased, menorrhagia, migraine, mood swings, ovarian cyst, pelvic pain, post procedural haemorrhage, urinary tract disorder, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: received treatment for autoimmune diagnosed ulcerative colitis, migration, perforation fallopian tubes. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2010: total. Bilateral occlusion. Imaging procedure - on (B)(6) 2010: test bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation fallopian tubes'), embedded device ('migration/coil embedded in colon'), genital haemorrhage ('bleeding: gen. Abnorm. Bleed') and colitis ulcerative ('autoimmune diagnosed ulcerative colitis') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("pain: pelvic"), abdominal pain ("pain abdominal"), dysmenorrhoea ("dysmennorhea (cramping)"), colitis ulcerative (seriousness criterion medically significant), bladder disorder ("bladder/urinary problems/bladder bag busted"), urinary tract disorder ("bladder/urinary problems: vag. Infect"), vaginal infection ("bladder/urinary problems: vag. Infect"), alopecia ("other injuries/symptoms: hair loss"), migraine ("other injuries/symptoms: migraine"), headache ("other injuries/symptoms: headaches"), mood swings ("mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), bacterial vaginosis ("bacterial vaginosis"), ovarian cyst ("ovarian cysts"), libido decreased ("low libido"), endometriosis ("endometriosis "), abdominal pain lower ("lower abdominal pain") and abdominal pain upper ("stomach pain") and was found to have hormone level abnormal ("other injuries/symptoms: hormonal changes,") and weight increased ("other injuries/symptoms: weight gain"). The patient was treated with surgery ((B)(6) 2015: salping. (Unilateral), additional surgeries hyst. (Partial),salping. (Unilateral) and ablation). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, embedded device, genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea, colitis ulcerative, bladder disorder, urinary tract disorder, vaginal infection, mood swings, vaginal haemorrhage, menorrhagia, bacterial vaginosis, ovarian cyst, libido decreased, endometriosis, abdominal pain lower and abdominal pain upper outcome was unknown and the alopecia, hormone level abnormal, migraine, headache and weight increased had resolved. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, alopecia, bacterial vaginosis, bladder disorder, colitis ulcerative, dysmenorrhoea, embedded device, endometriosis, fallopian tube perforation, genital haemorrhage, headache, hormone level abnormal, libido decreased, menorrhagia, migraine, mood swings, ovarian cyst, pelvic pain, urinary tract disorder, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: received treatment for autoimmune diagnosed ulcerative colitis, migration, perforation fallopian tubes. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2010: total bilateral occlusion. Imaging procedure - on (B)(6) 2010: test bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-sep-2019: pfs and mr received. Reporters information updated. Event: mood swings, abnormal bleeding (vaginal, menorrhagia), bacterial vaginosis,, ovarian cysts, migration of essure device location of device: coil embedded in colon dysmenorrhea (cramping) , pain,: lower abdominal , stomach pain ,endometriosis weight gain,low libido were added. Lab data were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration'), fallopian tube perforation ('perforation fallopian tubes'), genital haemorrhage ('bleeding: gen. Abnorm. Bleed') and colitis ulcerative ('autoimmune diagnosed ulcerative colitis') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain: pelvic"), abdominal pain ("pain abdominal"), dysmenorrhoea ("dysmennorhea (cramping)"), colitis ulcerative (seriousness criterion medically significant), bladder disorder ("bladder/urinary problems: vag. Infect"), urinary tract disorder ("bladder/urinary problems: vag. Infect"), vaginal infection ("bladder/urinary problems: vag. Infect"), alopecia ("other injuries/symptoms: hair loss"), migraine ("other injuries/symptoms: migraine") and headache ("other injuries/symptoms: headaches") and was found to have hormone level abnormal ("other injuries/symptoms: hormonal changes,") and weight increased ("other injuries/symptoms: weight gain"). The patient was treated with surgery ((B)(6) 2015: salping. (Unilateral), additional surgeries hyst. (Partial),salping. (Unilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, fallopian tube perforation, genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea, colitis ulcerative, bladder disorder, urinary tract disorder and vaginal infection outcome was unknown and the alopecia, hormone level abnormal, migraine, headache and weight increased had resolved. The reporter considered abdominal pain, alopecia, bladder disorder, colitis ulcerative, device dislocation, dysmenorrhoea, fallopian tube perforation, genital haemorrhage, headache, hormone level abnormal, migraine, pelvic pain, urinary tract disorder, vaginal infection and weight increased to be related to essure. The reporter commented: received treatment for autoimmune diagnosed ulcerative colitis, migration, perforation fallopian tubes. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2010: test bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-sep-2019: pfs received. Previously reported event injury nos was updated to new events pain pelvic, pain abdominal, dysmennorhea (cramping), bleeding: gen. Abnorm. Bleed, autoimmune diagnosed ulcerative colitis, migration, perforation fallopian tubes, bladder/urinary problems: vag. Infect, other injuries/symptoms: hair loss, hormonal changes, migraine, headaches, weight gain was added. Product information indication and essure removal date was added. Patient date of birth was added. New reporter and consumer address were added. Lab data were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.